Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fctr, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the device had telemetry issues and showed a ¿???¿ error. It was noted the device was not implanted and a different one was used. It was reported the lead was faulty. It was noted the lead was the issue, not the battery. It was reported the lead was tried with two neurostimulators and both had high impedances. It was noted that motor response was observed. It was reported a new lead was used with the new neurostimulator and impedance was perfect. It was noted the patient was alive without injury.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy245220h ) showed ins setscrew backed out too far; no significant anomaly. Final analysis of lead model 3889-28 (lot# va0fctr) showed no anomaly found.